Manufacturer narrative:
Device evaluation summary: the reported monitor/measurement issue was verified during service. Service technician observed the reproduction of the reported issue. The issue was resolved by external cleaning and disinfection of the instrument, and replacement of the lift drive assy. Preventive maintenance/testing was performed per specifications. No patient/clinical safety issues reported. Trends for issues with this pro duct are reviewed at quarterly quality meetings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this act plus instrument, the customer noticed that the monitor contrast was reduced and the blood collection tube measurement could not be done accurately, because the heparinase test stopped in about 20 seconds. The issue was observed during the latter half the procedure, just before administering protamine sulfate. The instrument was changed out with a backup and there was no adverse patient effect reported with this event.